Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Field service engineer reports; the voiding stool latches are sticking and may not secure properly into the table latch blocks. No reported injury.